Event description:
It was reported, syringe 50ml, leaking liquid down the plunger. The following was provided by the initial reporter: it was reported that on june 29th, we received a technical complaint regarding a 50ml syringe in which the customer reported: that the product is leaking liquid down the plunger. Several cases have been reported by oncology pharmacists. The health professionals use it to handle cytotoxic drugs and this flaw has a direct impact on the safety of the handler and the transportation of drugs sent in this syringe. Additional information could you please confirm how many units of the product presented the issue/defect? A: 7 units when was the issue/defect identified: before, during, or after use? A: during the administration of the medication. Was there any harm to the patient's health? If so, please explain in detail. A: no was the incident reported to anvisa? If yes, what is the notification number? A: yes, 2026.06.005625 could you confirm the date when the issue/defect occurred or was identified? A: june 24, 2026.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.